Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead exhibited high capture threshold resulting in loss of capture. The healthcare professional stated that pacing inhibition was noted. The lv lead remained implanted; no changes or interventions were reported. There were no patient consequences.